Manufacturer narrative:
Additional information: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (hemoconcentrator bc 60 plus, bc 140 plus) is registered under 510(k): k123288. (B)(4). Maquet cardiopulmonary (B)(4) requested additional product information and return of the device but has not received either. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
It was reported that there was blood leakage from the effluent outlet of the hemoconcentrator. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the product back for investigation but on 2016-06-08 the manufacturer was informed that product will not be available for investigation. Therefore no laboratory investigation could be performed. The device history record has been reviewed by (B)(4). Sti. Thereby no abnormality was found for the related material. A review for similar complaints for the specific product has been performed and no similar incident with a failure confirmed was found. Based on this a confirmation of the failure is not possible. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is an systematic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Event description:
Additional information has been received on: product was replaced during treatment. No delay in treatment. No consequence for the patient. (B)(4).